Event description:
Customer reported her infusion sets were stuck inside the serter. The customer's blood glucose was 450 mg/dl. She had treated her high blood glucose with a manual injection. The customer reported that the infusion set tape was sticking to the side of the serter. It was found the issue was not resolved by reviewing proper use of the serter. The customer's serter will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.